Event description:
It was reported to boston scientific corp, that an extractor rx retrieval balloon was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure. Pt's age and weight were not provided. Per the complainant, after the physician positioned the balloon, it failed to inflate. A pin hole leak was found in the balloon at the distal end of the catheter. The procedure was completed with another extractor rx retrieval balloon. There has been no report of complications or injury to the pt. Post procedure, the pt's status was reported as fine. This complaint has been deemed reportable based on the findings of the device analysis; the balloon had burst/ruptured.

Manufacturer narrative:
Analysis of the returned device was performed. This analysis revealed no damage to the catheter. Performance of the balloon was evaluated. An attempt was made to inflate the balloon, the inflation failed. A balloon rupture was found to be the cause for inability to inflate. Analysis has confirmed the reported event. The device history record review confirms that this device met all material, assembly and performance specs. A review of lot history was performed which revealed no other complaints associated with lot 10227550. The most probable root cause has been determined to be operational context. Because the balloon burst within the body and not during preparation, this would indicate that it likely came in contact with a sharp object such as a stone. (B) (4).